Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion, possibly because of high outputs on the left ventricular (lv) lead which were due to patient anatomy/limited placement options. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2008. 5568, implantable pacing lead, (B)(6) 2006. (B)(4). Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.